Event description:
The customer was hospitalized for dka. It was indicated that the customer had high bg readings for several weeks before their admission. Troubleshooting was performed. The insulin exited at end of tubing. However, the high-pressure test did not pass. Verified there are no leaks anywhere and no insulin exited from the tubing. A replacement pump was sent.